Manufacturer narrative:
H3: product analysis: physical item 20 was not provided in the package for inspection this regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both burs broke after a few seconds during the set up. There were no fragments left inside the patient and there was no delay in procedure as a result of the event. It was reported that there was no patient impact. The procedure was completed with the backup product. Upon follow up it was confirmed that there was no additional intervention was performed and the procedure was spine surgery.